Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto® 3 system and there was no ECG signal available for the physician to monitor the patient¿s heart rhythm. Initially it was reported that during the procedure, there was an error 7 current leakage appeared and then noise on all channels during application. In addition, when starting the radio frequency application, the catheter was moving slightly from the original point. No patient consequences were reported. This was a recurring issue. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The current leakage issue was assessed as not MDR-reportable. This issue was highly detectable and requires adjusting system components to continue with the procedure. The patient safety was unaffected by this issue. The catheter visualization issue was assessed as not MDR-reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. With the information available, the noise issue was assessed as not MDR-reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. This issue was highly detectable. Additional information was received on december 19, 2019 to clarify the event. During radio frequency, it was impossible to monitor the ECG. The signal interference was observed on both the carto 3 system and ep recording system. During the issue, it was clarified that there was no ECG signal available for the physician to monitor the patient¿s heart rhythm. This event was originally considered non-reportable, however, biosense webster, inc. Became aware on december 19, 2019 that there was no ECG signal available for the physician to monitor the patient¿s heart rhythm and have reassessed the event as reportable. The awareness date for this reportable issue is december 19, 2019.

Manufacturer narrative:
Additional information was received on february 3, 2020 clarifying that the recurring issue previously reported was related to the current leakage error 7. The problem was resolved after replacing the patient interface unit (piu). Investigation summary: it was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto® 3 system. Initially, it was reported that during the procedure, there was an error 7 current leakage appeared and then noise on all channels during application. In addition, when starting the radio frequency application, the catheter was moving slightly from the original point. No patient consequences were reported. This was a recurring issue. Additional information provided clarified the event. During radio frequency, it was impossible to monitor the ECG. The signal interference was observed on both the carto 3 system and ep recording system. During the issue, it was clarified that there was no ECG signal available for the physician to monitor the patient¿s heart rhythm. The biosense webster, inc. Field service representative followed up the issues with the account and was informed that after 3 cases, the issues have not been duplicated. However, considering that the issues experienced with the system are random and recurrent, it was agreed with the local team, to replace the patient interface unit to discard any hardware issue. The biosense webster, inc. Field service representative replaced the customer¿s patient interface unit (piu)/location pad (lp) kit with a new one and completed all required acceptance tests with success. The system is ready for use. The replaced kit ¿piu/ lp¿ was sent to the device manufacturer for investigation. The customer complaints on the system error 7, noise on the all ECG channels and loss of ECG signals was confirmed. It was caused by 2 failed ECG cards in the piu. On the ECG cards, they found defective opto-switches. During investigation, it was found that the all failed ECG cards are related to old type of cards that were produced with old type of opto-switches. The opto-switches were replaced, and cards were upgraded. The piu was repaired and functioning correctly. For the issue of ¿when starting radio frequency application, the catheter was moving slightly from the original point,¿ the biosense webster, inc. Field service representative confirmed that there was a single event occurrence. The issue was not duplicated since this incident. The system is ready for use. The complaint history of the system was reviewed, and no more similar problems were found since the issue occurred. A manufacturing record evaluation was performed for the system 10283, and no internal actions related to the reported complaint condition were identified. The ECG noise and loss of signals issue are related to an internal corrective action which has been opened to investigate "opto-switch and tvs failures". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
A correction was noted on the 3500a initial on 1/16/2020 as the concomitant product was not included. Therefore, processed d11. Concomitant medical products and therapy dates. The manufactured date was provided on 1/15/2020. Therefore, h 4. Device manufacture date was processed. Manufacturer's reference number: (B)(4).